Manufacturer narrative:
Product complaint # (B)(4). Batch # p5770g. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the doctor was performing a robotic sigmoid colectomy and when the doctor fired the circular stapler, the doctor didn't feel the washer break when the trigger was squeezed. The doctor continued to squeeze the trigger, maintained pressure, rotated the device 90 degrees, both ways, but felt like the device was caught on tissue. The doctor continued to rotate the device, to remove, and eventually forcefully pulled the device out of the patient. The doctor checked the donuts on the device. The distal donut was slightly torn, not a complete donut. The doctor performed an initial leak test, which passed, but decided to put additional buttressing suture around the anastomosis, using the robot. After completing the sutured anastomosis, the doctor performed another leak test and the leak test failed. The doctor resected the original anastomosis and created a new anastomosis using a new cdh29p further up the colon. The new anastomosis was successful. There were no patient consequences reported.